Manufacturer narrative:
(B)(4). Exemption number: e2016031 importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). 1 x evo-pc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire and red safety tab were in place on return. The red shuttle deployment marker was at the front of the handle on return and there was no stent exposure from the sheath. There was no damage noted to the zip port and the zip port area was visually typical of manufactured units. A 0.035¿ and a 0.025¿ wire guide were put through the device without any issue. Actuation of the device was possible for deployment and retraction of stent. The stent was fully deployed during lab evaluation and noted to be fine. No functional issues could be found with the returned device. Complaint is not confirmed as the failure could not be verified in the laboratory, the device was loaded onto both a 0.035¿ and a 0.025¿ wire guide without issue. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined, however, it has been determined through device evaluation not to be device related. User technique may have been a contributory factor due to no defect being found with the device during lab evaluation, both a 0.035¿ and a 0.025¿ wire guide passed through without issue. Product manager was made aware of this complaint to request that the rep provide the customer with training and to speak to the rep on the outcome of the complaint investigation. Product manager has also recently sent a reminder for an in-service tip on this issue. As per the in-service tip a slight curve needs to be applied with the zip port facing upwards to help the wireguide to easily exit the zip port. This may not have been completed by the customer. From the information provided there were no adverse effects to the patient as a result of this incident.

Event description:
Follow up report submitted due to the investigation being updated with device evaluation details. Report submitted due to moderate risk associated with the physician selecting an inappropriate stent size: "since there was no other f10mm evolution in the hospital, they had no other choice but to use the f8mm evolution instead" the physician stated that he believed the patient was at a disadvantage due to a different stent size being used. The device was used for endoscopic bile duct stent placement in the lower common bile duct through the papilla. A wire guide was previously placed in the common bile duct, then the delivery system of the device was advanced over the wire guide. However, because it stopped advancing at a certain point, it was changed with another sized evolution (8-6). (*since there was no other f10mm evolution in the hospital, they had no other choice but to use the f8mm evolution instead.) The procedure was completed with the replacement device (8-6) and there have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint information reported was as follows: ¿the device was used for endoscopic bile duct stent placement in the lower common bile duct through the papilla. A wire guide was previously placed in the common bile duct, then the delivery system of the device was advanced over the wire guide. However, because it stopped advancing at a certain point, it was changed with another sized evolution (8-6). (*since there was no other f10mm evolution in the hospital, they had no other choice but to use the f8mm evolution instead.) The procedure was completed with the replacement device (8-6) and there have been no adverse effects to the patient reported.¿ ¿it is not acceptable that the delivery system would not advance over the wire guide. I have never used such a device before on which this event could occur. I cannot trust cook's product quality management.¿ sales rep's comment: ¿a f8mm stent had to be placed because there was no other f10mm device stock in the hospital. It was unexpected and I think the event eventually gave disadvantage to the patient.¿ the following additional information was provided: ¿was the first device advanced into the patient? The wire guide which was previously placed in the common bile duct did not exit the port of the delivery system (the purple component), which means that the delivery system could not be advanced even through the endoscope. Therefore, the delivery system of the device could not reach to the patient body and it is impossible that any section of the device remained in the patient. (If you meant a wire guide as ¿the first device¿ in this question, the answer is yes. The wire guide was advanced into the patient and placed in the common bile duct.) Did the physician notice any damage to the first device? It is unknown if the physician noticed any damage. I assume that the damage on the wire guide port might have contributed to the event or there was a foreign matter inside the port which blocked wire guide advancement.¿ images of the zip port and the introducer of the device were provided by cook japan & reviewed by cirl engineers. No conclusions could be drawn from the images; evaluation of the device is required. The device involved in this complaint was returned to cook ireland for evaluation, however, the evaluation has not been completed. Once the evaluation has been completed the investigation will be updated and will be included in a follow up report. With the information available the cause of this complaint could not be conclusively determined. However, a possible cause for the issue encountered may be that no curve may have been applied to the sheath which can help pass the wire guide through the zip port. A document based investigation was carried out with the information provided. The customer complaint is considered to be confirmed based on customer testimony. Product manager has sent an email to all the relevant evolution biliary representatives and local product specialists containing information on how to hold the evolution device when back loading the wire guide. A review of the manufacturing records for the evo-pc-10-11-6-b device of lot number revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per fqc check: ¿pass the wire guide (27-064) through the product loading it from the tip. Wire should pass through the zip port freely.¿ all products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. There is no evidence to suggest that this issue affects the entire lot, upon review of complaints this failure mode has not occurred previously with this lot #. IFU delivery system description informs the user that "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide". The details of the wire guide used have been requested to be confirmed with the rep, wire guide used as per initial information provided is visiglide 0.025/ olympus. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. From the information provided there were no adverse effects to the patient as a result of this incident. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This MDR is being submitted due to moderate risk associated with the physician selecting an inappropriate stent size: "since there was no other f10mm evolution in the hospital, they had no other choice but to use the f8mm evolution instead" the physician stated that he believed the patient was at a disadvantage due to a different stent size being used. The device was used for endoscopic bile duct stent placement in the lower common bile duct through the papilla. A wire guide was previously placed in the common bile duct, then the delivery system of the device was advanced over the wire guide. However, because it stopped advancing at a certain point, it was changed with another sized evolution (8-6). (*since there was no other f10mm evolution in the hospital, they had no other choice but to use the f8mm evolution instead.) The procedure was completed with the replacement device (8-6) and there have been no adverse effects to the patient reported.